Event description:
The customer reported that the remote network station (rns or remote monitoring system) went completely blank and then inverted display. Also the device can no be controlled by the mouse.

Manufacturer narrative:
The customer checked their unit in response to the notification sent to them and found that the mouse function was disabled. Awaiting requested device for failure investigation.